Event description:
Cannot flow when inserting syringe or infusion set. It happened just before infusion, when infusion set was connected. Connected infusion set of weigao brand. No obvious damage on the appearance. Sodium chloride was infused, but not pushed in yet.

Manufacturer narrative:
Additional information in section b. Investigation result: one 2000e china sample was returned without packaging for investigation; no residual fluid was present, and no connecting product was available to aid the investigation. The customer reported that the affected sample was from lot 24045688 and that "when the product is connected to a syringe, the liquid does not flow." Additionally, they confirmed that the connected syringe was weigao branded and it was during priming with saline. A visual inspection of the returned sample did not identify any product defects or manufacturing issues that could have caused or contributed to the customer's experience. Functional testing was conducted by priming and flushing using a 50ml bd plastipak syringe. Initially, it was occluded, and fluid could not pass through the connector. However, it flushed upon the third attempt of connecting and disconnecting. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24045688 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: when the product is connected to a syringe, it is found that the liquid does not flow.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.